Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the customer had "passed out" and was assisted by paramedics to treat a blood glucose level (bg). It was not reported if the customer experienced a high or low bg level. The customer declined to provide additional information regarding the event. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.